Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Reason for implant: sui , grade ii cystocele. Concurrent procedures: laparoscopic tubal ligation. It was reported that following insertion the patient experienced pain during intercourse, vaginal bleeding , vaginal discharge with odor, pelvic pain and urinary tract infections. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.